Event description:
Per the clinic, the patient developed a skin infection at the implant site for 15 days after initial implantation. Additional information has been requested but has not been made available as of the date of this report.